Event description:
The customer reported via telephone call that the blood glucose had been running high. It was 560 mg/dl and at the time of the report the blood glucose reading was 576 mg/dl. The customer reported feeling dizzy and nauseated. The customer stated that the drive support cap appeared normal and recessed. A large air bubble was found in the reservoir and the customer was advised to disconnect from the insulin pump, remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set. No leaks were found. The insulin appeared normal and the insertion site was not sore or irritated. The customer was advised to remove the set from the body and stated that the cannula was straight. The time and date and settings were correct. The customer was advised to change the set, reservoir and insulin and treat per a health care practitioner's instructions and call back when able to perform a high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.